Event description:
Additional information received from the rep indicated that they first noticed the settings not available message and loss of stimulation on (B)(6) 2020. They stated that the patient had no factors or circumstances that may have caused the issue. The rep noted that the patient was seen today where additional electrodes shower a short warning upon interrogation showing possible short electrodes 8,9,10,11,12,13. Impedances showed >40000 on electrodes 8, 11 and 13 today. Physician took x-ray of leads showing no migration. Patient is being scheduled for surgical lead revision. The cause of the event still remains unknown with no further information from the patient.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported they saw the patient on (B)(6) 2020 because the patient was seeing the settings not available message and they were not getting therapy. They found high impedances (>40,000 ohms) on contact 11. They reprogrammed to exclude contact 11 from the patient's programming, and then the settings not available message resolved and the patient was getting good therapy. Then, on october 6th or 7th, the patient tried to turn stim up and started seeing the settings not available message again at 4-5ma and the patient was not getting good stimulation any longer. Caller looked at impedance results from (B)(6) which showed some of the programmed electrodes with elevated impedances in the 2000's (such as electrode 3) and with other pairs in the 800's. On (B)(6), 2020, the rep met with the patient and reported they were using low density (ld) settings and the patient was having the settings not available issue with all of her groups. Technical services (tss) reviewed using electrodes with lower impedances and trying to lower rate (currently at 120 hz) and/or pulse width (pw) to enable intensity to be increased. The rep stated they would continue to work with the patient to address this.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that the patient was seen on (B)(6) by healthcare provider (hcp) and rep. They determined that her stating the ¿ins doesn¿t feel right¿ she was referring to the scar from the incision and not the battery itself. Battery, recharging and impedances checked. Everything looked good. Reviewed recharging and patient programmer again. No issues were found.

Event description:
Additional information was received from the patient. It was reported that she had a surgery because her lead came "disconnected" (B)(6) 2020; ever since that procedure her ins has not felt right. Pt stated she did notify the local rep about the feeling 6 weeks after surgery. Patient was redirected to their healthcare provider to further address the issue. Additional information was received from the rep. It was reported that patient had dual lead revision due to a previous fall causing electrodes to be out of range. The date of the surgery was (B)(6) 2020. Rep stated it is the same issue, patient must be confused. There was no disconnected. She had electrodes out of range after a fall leading to a lead revision. It was unknown what patient meant by "ins has not felt right" - patient being seen by manufacturer and physician office on 2/12 to assess battery site and charging concerns. No known device issues - assess and check on 2/12. Additional information was received from the rep. The rep reported that the patient didn't show for their appointment. The rep was not aware of any device issues. The patient was rescheduled.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.